Event description:
Possible underdelivery reported. The pump had been set to infuse at a primary rate of 145ml/hr with a concurrent secondary infusion of 20 ml/hr. During the shift, the primary rate was decreased to 125 ml/hr and the secondary was discontinued. When clearing the pump at shift change, the minimum expected delivered volume was 1000 ml. There were no adverse effects to the pt.